Event description:
Maude event report mw5039808: patient had a hip replacement in the year 2010. Patient had problems ever since. Patient had told the doctors about this problem for four years now. It's a stryker hip but not the one on the recall list. The one patient has now should be. Patient has loosening grinding and popping, it's getting worse.

Manufacturer narrative:
An event regarding loosing grinding and popping involving an unknown metal uncemented acetabular component was reported. The event was not confirmed. Method & results: device evaluation and results: could be performed as no devices or device information was provided. Medical records received and evaluation: office notes were provided and contain only minimal reference to the reported loosening. Device history review: could not be performed as no device information was provided. Complaint history review: could not be performed as no device information was provided. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Maude event report mw5039808: patient had a hip replacement in the year 2010. Patient had problems ever since. Patient had told the doctors about this problem for four years now. It's a stryker hip but not the one on the recall list. The one patient has now should be. Patient has loosening grinding and popping, it's getting worse.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown metal uncemented acetabular component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.